Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
In this event it was reported that a protaper file broke during use. The broken piece could not be retrieved and was incorporated into the filling. No patient has been injured.

Manufacturer narrative:
A batch number was provided, however this number has no corresponding in our system. The right batch number being unknown, DHR cannot be reviewed.